Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with cefazolin (0.25 grams, four times per day, intraperitoneally, duration not reported) and amikacin sulfate (0.025 grams, four times per day, intraperitoneally, duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced ¿acute peritonitis.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Fourteen days after being admitted to the hospital, the patient was recovered from the peritonitis and was discharged on the same day. The hospitalization was considered an initial hospitalization and not a prolonged hospitalization. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the breach in aseptic technique was further described as an aseptic technique failure. Antibiotic therapy with cefazolin and amikacin was discontinued on an unreported date. On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.